Manufacturer narrative:
The device was returned to olympus for evaluation, and it was found that the heat sink of the motherboard came off. The additional evaluation findings are as follows: the outer cover was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer reported (on behalf of the customer) that the internal parts of the visera 4k uhd camera control unit were falling off. There was no delay and no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to heat sink on the motherboard coming off. Olympus will continue to monitor field performance for this device.